Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) power controller was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on april 18, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the pcb power controller. However, how or when the pcb became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the footswitch and all system commands stopped during a vitrectomy procedure. The procedure was completed with a backup system with no harm to the patient.